Event description:
It was reported that the use by date for the lead was exceeded prior to implant. The lead remains in use. No patient complications have been reported as a result of this event. The patient is enrolled in the (B)(6) study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.